Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-02279. It was reported the pt experiences persistent discomfort at her ipg site even when stimulation is off. The pt also reported she has heating at the pocket site during charging. She stated she feels her ipg site gets hot every time she charges and the sensation has progressed. A replacement charging system was sent to the pt. No further ino is available at this time.

Manufacturer narrative:
A 1627487-05242011-002-r and 1627487-12192011-r. This ipg serial number was included in a field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.